Event description:
Filter got stuck at the transition from the storage tube to introducer. The delivery system was removed. The doctor manually pinched the filter legs together & by using the original blue dilator was able to "perfectly" deploy the filter to the targeted location. No pt injury or further complications reported.